Event description:
Reportedly two instruments had failed. As a result, the pt received a hand sewn anastomosis and a temporary colostomy. On inspection, it appeared that the surgeon had used the anvil from the 31mm instrument and the shaft from the 28mm instrument.